Event description:
It was reported that the pump was 'malfunctioning' and he 'almost died' because of a stroke because his blood pressure went to '206/115'. It was also reported that the patient 'strokes out' when his pump runs dry from marcaine. It is unclear whether the marcaine or the formerly reported clonidine causes him to have strokes.

Event description:
It was reported that the patient had a history of transient ischemic attack. It was noted that the patient had history of strokes and hypertension and was concerned that if his pump "went dry" and he ran out of clonidine, that he would "stroke out." The patient had recently moved to (B)(6) from (B)(6) and was having trouble finding a health care provider who would refill his pump with the same mixture and concentration of drugs that he had be receiving in (B)(6). The device system was used to infuse fentanyl, clonidine and marcaine. As of the date of this report no patient outcome was noted.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that "they" had thought the pump "went out and accidently hit me with narcaine and I was screaming so hard that I almost had a stroke. They had to shoot me up with morphine. My blood pressure went too high". The patient currently wanted to change the medication in the pump to dilaudid so he did not have issues finding a health care provider (hcp) to fill the pump. It was noted the patient currently had fentanyl, bupivacaine and clonidine in the pump. The patient was reportedly still in pain, but not as much pain as he once was. It was also noted the patient was in a wheelchair, couldn't stand very long, could sometimes walk for a couple hours, sometimes couldn't stand up and sometimes his legs would go numb. It was reported the patient believed he had a good pump that had never malfunctioned. It was later reported "once they turned the pump off in the hospital because they didn't know what they were doing and they turned it off and I screaming so loud I almost had a stroke, my blood pressure was 180 over 107 and they had to dope me up real quick because it almost killed me". It was reported the pump was currently helping with at least fifty percent of the patient's pain. The patient reportedly had a lot of back issues, spinal stenosis of his neck and it was causing his arms to go numb. The patient's health care provider (hcp) reportedly had given the patient fentanyl patches in case the pump "ever shut down for some reason". The patient's hcp wanted to turn up the pump but the patient didn't let him; however it was reported the patient's dosage was already very high. Additional information has been requested, but was not available as of the date of this report.